Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer also reported they had a blank display after changing the battery. Customer's blood glucose was unknown. Customer was unable to access the alarm history due to the blank display. The customer reported the unexpected restart alarm was recurring during normal use. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and the reset error test with no alarms. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.